Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital to preform an atrial ablation. During the ablation, one of the catheters dislodged the atrial lead. The lead was capped and replaced. The patient experienced no symptoms related to this event.